Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted and replaced due to noise and oversensing. No additional adverse patient effects were reported.